Manufacturer narrative:
Device was used for treatment, not diagnosis. Klineberg, e. Et al 2008. Sacral insufficiency fractures caudal to instrumented posterior lumbosacral arthrodesis. Spine, 33(16), 1806-1811. USA. This report is for unknown uss system , unknown quantity/unknown lot. (B)(4) pain due to prominent implants and 2378 for implant removal. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article. Klineberg, e. Et al 2008. Sacral insufficiency fractures caudal to instrumented posterior lumbosacral arthrodesis. Spine, 33(16), 1806-1811. USA the purpose of this study was to determine the incidence of sacral insufficiency fractures after posterior lumbosacral fusion. A total of nine female patients, average age of 64 years, identified as having sustained sacral insufficiency fractures that occurred with no known traumatic event after lumbosacral fusion, were included in this 3 year study. All 9 patients had undergone segmental posterior arthrodesis with pedicle screw instrumentation with caudal extension into the s1 segment. Inpatient and outpatient medical records were reviewed along with all available radiographic studies. Following the first surgery, patients experienced sacral fractures again. Some patients were treated conservatively or surgically with decompression, hardware revision, instrumentation with uss and bone grafting. Complications: n =1: wound infection and subsequent implant failure with a solid fusion at lumbopelvic junction; treated with irrigation, debridement, and implant removal for the painful, prominent implant. This is report 1 of 2 for (B)(4). This report is for an unknown uss system.